Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient was in the school and the school called the mother/reporter stating that she needs to take the patient at the hospital because he was sick. The patient was vomiting, felt lightheaded, and dizzy. There were no sensor readings on the mobile device because four g7 sensors failed during warm-up that day. The mother/reporter picked up the patient at the school and went to the emergency room (ER). At the ER, he was given medication through IV which the reporter/mother can no longer recall the medications given to the patient that time. The reporter/mother said that the patient got admitted at the hospital on the same day. It wasn't mentioned or asked during the call when the patient was discharged. He was doing okay during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.